Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that signal loss occurred. On 05/30/2024, it was reported by an unverified reporter that the patient experienced signal loss 3 plus hours. According to the report, the patient was aware that "out of range" was showing on her tandem pump display device the same day (B)(6) 2024. According to husband, no other alerts aside from "out of range" message were showing on her tandem pump receiver. The patient did attempt to change the sensor and had the same error message- out of range. Please see (B)(6). The patient reportedly inserted a 2nd sensors the same day (B)(6) 2024 and got the same error message on the 2nd sensor that she inserted. According to her husband, she wasn't in the right state, which is why he brought her to the hospital. The bg was not checked while not receiving egvs. There was no information that the patient was using a display device other than the tandem pump receiver. According to file attachments, no matching patients were found for patient email search criteria within inquisito. The pump receiver was showing "out of range" the whole day on (B)(6) 2024 and when they arrived at the hospital, her sugar was extremely high. At the hospital, the bg was 909 mg/dl. The hyperglycemia was reportedly treated with subcutaneous basal and bolus insulins and the patient was still in the hospital under observation at the time of the call 06/03/2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H2 additional information. H6 health effect - impact code - additional.

Event description:
Subsequent to the initial MDR, additional information is required.